Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and the device weighed 193.18 grams. A visual analysis noted crease fold on the implant. Under microscopic analysis a striated opening was observed. Based on the device analysis the final assessment is: a striated opening was assessed as surgical damage consist with the use of some surgical tool. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.